Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately, one (1) year post initial procedure, a type 3a endoleak with separation between the bifurcated stent graft and a limb stent graft was identified during a routine follow up. The physician elected to implant another bifurcated stent graft and an ovation iliac limb to resolve this event. The re-intervention was successful and patient was reported as doing good.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical record. The reported type iiia endoleak of the right common iliac artery was confirmed. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. No contributing factors were identified, and clinical was unable to determine event causation due to a lack of comparative and pre-operative imaging. The final patient status was reported to be good following a secondary endovascular procedure. Additional clarification received per clinical evaluation confirming that the reported type iiia endoleak was diagnosed per received/reviewed CT (computed tomography) scan from (B)(6) 2020, which also depicts a complete component separation in the right iliac. The re-intervention with afx2 and ovation ix was completed on (B)(6) 2020; this is an off-label procedure due to the incompatible use of afx with an ovation product. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections include b3, e1, h6; h6 device code; remove 3190. H6 result code; remove 3233. H6 conclusion code; remove 11.